Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when placing an IV in the or, the staff attempted to attach a "clave" to the end of the t-piece and disconnect the extension set when they found that the sets were stuck together and the IV extension end had broken off into the IV t-piece. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the set broke at the connection was confirmed. Visual inspection revealed that the male luer tip of the extension set was broken off and lodged into the female luer of the t-connector extension set. Evidence of stress marks and tool marks including ridges and teeth marks were found at the base of the break. Functional testing was deemed unnecessary due to the extension set¿s broken off male luer. The root cause of the breakage appears to be the use of a tool to separate the sets at the connection.